Event description:
During a follow-up for a separate event, it was reported by a hospital peritoneal dialysis (pd) nurse this patient was in the hospital for peritonitis. In additional follow-up, the reporting nurse confirmed that the patient was admitted into the hospital (date unknown) with peritonitis already. The reporting nurse confirmed that the peritonitis was not due to fresenius products. No further information is available, including patient demographics and hospitalization details.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, it is unknown if the patient was using fresenius products prior to hospitalization. Currently, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow-up for a separate event, it was reported by a hospital peritoneal dialysis (pd) nurse this patient was in the hospital for peritonitis. In additional follow-up, the reporting nurse confirmed that the patient was admitted into the hospital (date unknown) with peritonitis already. The reporting nurse confirmed that the peritonitis was not due to fresenius products. No further information is available, including patient demographics and hospitalization details.